Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during post-dilatation of 3 stents in the left superficial femoral artery, the fox plus balloon was successfully inflated at one site; however, when the balloon was moved to another site, it ruptured below rated burst pressure during the second inflation. The device was removed from the body as a single unit and there was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The customer reports the device was discarded. Without device examination, a root cause for the balloon rupture could not be determined. Review of the device lot history record did not reveal any non-conformity which could have contributed to this event.